Manufacturer narrative:
Concomitant medical device: dtba1d1 ICD implanted: (B)(6) 2013; 419588 lead implanted: (B)(6) 2009.

Event description:
It was reported that the patient presented at the emergency room for syncope. The device was interrogated and it was noted that the right ventricular (rv) lead exhibited r wave undersensing and produced two shocks. The patient's right atrial (ra) lead also had p waves undersensing. Follow up indicated that the patient's medications were increased. Both leads are still in use. No further patient complications have been reported as a result of this event.